Manufacturer narrative:
The device was observed with corrosion on the pcb. All three battery voltages were observed to be lower than expected. Due to the presence of corrosion, a leak test was performed. The investigation found a leak in the fluid path due to a hole in the unexposed portion of the soft cannula. The fluid path was manually occluded, and fluid was observed to be leaking from this tear in the soft cannula. This damage caused fluid to accumulate in the device and cause the corrosion observed on the pcb, leading to an inability to pair with a master pdm despite use of an external power supply meaning the pod data was lost. The damage on the unexposed portion of the soft cannula can also be confirmed as the root cause of the user reported event as it would prevent the device from delivering insulin as intended.

Event description:
It was reported the patients blood glucose level rose to 311 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the patient changed the pod.